Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the bottom part of the customer's pump was separating from the rest of the pump and insulin was dripping out during rewind and fill tubing. Customer's mother stated that insulin was dripping out and they were unable to get out of the fill tubing screen. During troubleshooting customer did not hear the beep nor did numbers appear on the screen. Customer's blood glucose reading at the time of the incident was unknown. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or prime fill anomaly noted due to crack end cap. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.